Event description:
The site reported the following: a black foreign substance was visualized in the CT connecting tube prior to use.

Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned low pressure connecting tubing (lpct), from syringe kit sjs-pt-j, lot# 149609, and identified the presence of a black particle in the fluid path. The particulate was embedded within the wall of the tubing material extensions that could potentially fragment while under pressures typically generated during an injection. The particulate measured approx 8.0 mm x 0.5 mm. Comparison of the particulate with inside diameter of the range of catheters used for radiology injection concluded that the potential of injection of this size particulate into the patient exists. The syringe kit instructions for use (202033 rev s) instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional info is received, a follow-up report will be submitted.